Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03512. It was reported that the patient is experiencing sharp/burning pain at his scs ipg pocket site while charging his scs system. It was also reported the patient experiences tenderness at his scs ipg pocket site when he uses system stimulation for several hours which afterwards causes discomfort when the patient leans against objects. A sjm representative was unable to resolve the issues with reprogramming. Follow-up is pending. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.